Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad missing from the device. The device was tested with a test handpiece and generator and the device did activate. Visual inspection was performed and the clamp arm was broken and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. As the tissue pad is no longer attached to the clamp arm, further evaluation could not be performed. No conclusion could be reached as to how the clamp arm broke.

Event description:
It was reported that during an unknown procedure the device did not work. The device was left in the clinical office with a note and no additional information. They completed the procedure with a new like device. There was no patient consequence reported.